Event description:
It was reported the agilis sideport detached from the shaft/handle of the agilis while inside the pt. There were no consequences to the pt.

Manufacturer narrative:
Visual inspection of the returned introducer confirmed the extension tube detached from the sideport of the hemostasis body. Further investigation revealed the extension tube had not been inserted completely during the mfg process. A quality improvement project was initiated to address this issue. (B)(4).